Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 10mm was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'moderate density ¿ type ii'. The device had been placed on tooth 23 (fdi) for approximately 9 years. Device history recrod ( DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the oss410 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: implant). December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot and UDI number unknown / not provided.

Event description:
It was reported the implant fractured in an accident. Implant was removed.